Manufacturer narrative:
This follow up MDR is created to document the corrected event date, the additional event information, and that the device was received. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
Additional information received indicated the device was explanted and was replaced with another inflatable prosthesis.

Manufacturer narrative:
This follow up MDR is created to document the conclusion of the investigation. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the exhaust tube of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have uniform striations, indicating contact with sharp instrumentation. Abrasion was noted on the inlet tube of the pump. No functional abnormalities were noted with the pump cylinder 1. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tube of cylinder 2 most likely occurred subsequent to the device packaging being opened. Because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. The information received indicated the device was implanted approximately four years and assumed functional during that time. This separation is not associated with the cause for failure. The information received indicated there was a leak in the tubing, but because no functional abnormalities were noted with the returned components other than one site of instrument damage, the complaint could not be confirmed as reported.

Manufacturer narrative:
The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance for this lot. No capas are associated with this lot.

Event description:
According to the available information, cylinder and reservoir tubing leakage.